Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the palmaz blue 4x12 stent was delivered into the body, the stent is found to be partially deformed from the balloon when it reaches the lesion site. The proximal stent struts were noted to be uplifted when removed from the patient. The sds was removed from the patient with the stent still in place on the balloon. There was no difficulty removing the device from the patient. The case was completed with a change to a new palmaz blue stent. There was no reported injury to the patient. The product was stored and prepped properly according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not inspected prior to use. The stent was no manipulated on the stent delivery system (sds). Resistance was experienced while passing the stent deployment system through the guiding catheter. Resistance was experienced while tracking the stent deployment system to the lesion. The sds was not able to cross the lesion. The stent was not withdrawn and reinserted into the patient prior to deployment. The stent deployment system was withdrawn while the stent was on the balloon, and was it pulled back inside the guide catheter. The device will be returned for evaluation. Three jpg files were provided for review. Stent: this image shows a bloodstained stent sited on a balloon stent delivery system, with damage and strut uplift in the proximal. Fluoro: this image shows a guide catheter with two wires, possibly in different vessels, within the thorax. There is damage on the stent, consistent with the above image, already apparent. Fluoro #2: this image shows a vessel with a lesion at the ostium. The vessel is currently not known.

Manufacturer narrative:
After the palmaz blue 4x12 stent was delivered into the body, the stent is found to be partially deformed from the balloon when it reaches the lesion site. The proximal stent struts were noted to be uplifted when removed from the patient. The sds was removed from the patient with the stent still in place on the balloon. There was no difficulty removing the device from the patient. The case was completed with a change to a new palmaz blue stent. There was no reported injury to the patient. The product was stored and prepped properly according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not inspected prior to use. The stent was not manipulated on the stent delivery system (sds). Resistance was experienced while passing the stent deployment system through the guiding catheter. Resistance was experienced while tracking the stent deployment system to the lesion. The sds was not able to cross the lesion. The stent was not withdrawn and reinserted into the patient prior to deployment. The stent deployment system was withdrawn while the stent was on the balloon, and was it pulled back inside the guide catheter. The product was returned for evaluation. One non-sterile unit of a blue/aviator/plus 4x12/142p pk was received for analysis inside a plastic bag. Per visual analysis, the palmaz blue stent was returned still in place (mounted) on the balloon of the aviator sds. Per microscopic analysis the balloon had been partially inflated and the struts of the stent on its proximal side were observed crooked and uplifted. No other anomalies were found. A product history record (phr) review of lot 82234523 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿stent-out of shape - strut uplift/in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural factors may have contributed to the experienced event as it was noted that resistance was experienced while passing the stent deployment system (sds) through the guiding catheter and while tracking the sds to the lesion. The sds was not able to cross the lesion. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after the palmaz blue 4x12 stent was delivered into the body, the stent is found to be partially deformed from the balloon when it reaches the lesion site. The proximal stent struts were noted to be uplifted when removed from the patient. The sds was removed from the patient with the stent still in place on the balloon. There was no difficulty removing the device from the patient. The case was completed with a change to a new palmaz blue stent. There was no reported injury to the patient. The product was stored and prepped properly according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not inspected prior to use. The stent was no manipulated on the stent delivery system (sds). Resistance was experienced while passing the stent deployment system through the guiding catheter. Resistance was experienced while tracking the stent deployment system to the lesion. The sds was not able to cross the lesion. The stent was not withdrawn and reinserted into the patient prior to deployment. The stent deployment system was withdrawn while the stent was on the balloon, and was it pulled back inside the guide catheter. The device will be returned for evaluation. Three jpg files were provided for review. Stent: this image shows a bloodstained stent sited on a balloon stent delivery system, with damage and strut uplift in the proximal. Fluoro: this image shows a guide catheter with two wires, possibly in different vessels, within the thorax. There is damage on the stent, consistent with the above image, already apparent. Fluoro #2: this image shows a vessel with a lesion at the ostium. The vessel is currently not known.